Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03722. The pt reported experiencing uncomfortable heating and a hot burning sensation while charging. The pt uses the charging pouch and ensures direct placement of the charging system antenna over the scs ipg. The pt also reported charging without stimulation; however, the heating still occurs. Subsequently, a replacement charging system (low energy) has been sent to the pt. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
A 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.